Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108532

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances on one lead. It is unknown which lead was at fault. The patient also experienced discomfort at the ipg site due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead and ipg were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.